Manufacturer narrative:
Additional components returned and found to have no defects: part number: date code: description: hx90xx, 170127 42m, g3 premium gum care standard brush head. Tca2001, 0-170328, diamondclean smart travel charger. The root cause of the customer's complaint could not be determined.

Manufacturer narrative:
Consumer experienced two chipped teeth. Complaint received from (B)(6).

Event description:
Consumer called stating that they chipped two teeth while using a sonicare power toothbrush. No medical attention was sought.